Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A healthcare professional reported that a hi¿ (readings greater than 500 mg/dl) message was received on the customer¿s sensor scans and as result, the customer experienced symptoms of trembling, sweating, palpitations, and anxiety. The customer had contact with a healthcare provider who provided glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A healthcare professional reported that a hi¿ (readings greater than 500 mg/dl) message was received on the customer¿s sensor scans and as result, the customer experienced symptoms of trembling, sweating, palpitations, and anxiety. The customer had contact with a healthcare provider who provided glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre 2 sensor. A healthcare professional reported that a hi¿ (readings greater than 500 mg/dl) message was received on the customer¿s sensor scans and as result, the customer experienced symptoms of trembling, sweating, palpitations, and anxiety. The customer had contact with a healthcare provider who provided glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.